Manufacturer narrative:
The device was returned as part of an annual inspection, and in addition to the malfunction reported in section b5 the following findings were determined; the water tightness was lost due to damage on up/down knob, the bending angle in up direction did not meet the standard value due to wear of angle wire, the play of up/down knob was out of the standard value due to wear of angle wire, the adhesive on the bending section cover had a crack, the adhesive on the bending section cover had white-clouded area, the adhesive around objective lens was peeled, the objective lens had a crack, the adhesive around light guide lens was peeled, the adhesives around light guide lens had white-clouded area, the plastic distal end cover had a dent, the connecting tube had a wrinkle, a streak of flare appeared in the image due to adhesive peeling around objective lens, the universal cord had coating peeling, the universal cord had a wrinkle, and multiple parts of the scope had discoloration and were scratched. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
A user facility returned the olympus device, gastrointestinal videoscope, to the olympus service center for annual inspection. Upon inspection and testing of the returned device, it was observed that foreign object came out from the nozzle. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 19 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. It is suggested that the user facility review the method of reprocessing for the device according to the instructions for use (IFU). Suggested event can be inspected and prevented by following below IFU: inspection method is described in the operation manual evis lucera gif/cf/pcf type 260 series chapter 3 preparation and inspection. Prevention method is described in the reprocessing manual evis lucera gif/cf/pcf/sif type 260 series chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.